Event description:
Tient j kulak received implant (rflt rapid ra5010c reflect rapid fixture ø5.0mm x 10 l) (B)(6) 2022. The patient experienced a failure to integrate and had the implant removed on (B)(6) 2022, x-rays were provided. A replecement implant was sent to avon center dentistry on (B)(6) 2022.